Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there were silicone oil particles on syringe. Syringe used for macular degeneration, the silicone on syringe negatively affected patient vision with a bd syringe 0.3ml 31ga tw 8mm bls 400 sg. The following information was provided by the initial reporter: silicone oil particles in vitreous. Macular degeneration associated with age, reason for the injections, which supposes an important affectation of the vision, on which one more difficulty is added, the microbubbles.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A DHR was not performed as the lot number is "unknown" for this complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that there were silicone oil particles on syringe. Syringe used for macular degeneration, the silicone on syringe negatively affected patient vision with a bd syringe 0.3ml 31ga tw 8mm bls 400 sg. The following information was provided by the initial reporter, translated from spanish to english: silicone oil particles in vitreous. Macular degeneration associated with age, reason for the injections, which supposes an important affectation of the vision, on which one more difficulty is added, the microbubbles.